Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons non-functional) was confirmed. Upon investigation the front response button cover missing and the switch was intermittent. The cause for the missing response button switch was physical abuse. The root cause for broken response button was physical abuse no adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.